Manufacturer narrative:
Conclusion: the event description did not indicate a potential manufacturing issue. Surgeons often attempt to repair valves in lieu of replacing them due to improved long-term clinical outcomes. There are times when a valve repair is attempted using a repair device and subsequent post repair evaluation demonstrates an inadequate result. This is likely due to suboptimal anatomy, surgical technique or inappropriate sizing, and not a malfunction of the device.

Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. (B)(4).

Event description:
Medtronic received information that during the implant procedure of this mitral annuloplasty band, the physician felt the repair was insufficient due to mitral regurgitation after the device had been sutured into place. The band was explanted and successfully replaced with a mitral bioprosthetic valve during the same procedure. No further adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.